Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly, customer also reported, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.